Event description:
Abbott diabetes care received a medwatch report, which reported the following information. The following issues were reported with the adc device. The sensor stopped reading after the customer downloaded the application twice using an iphone version 11 and reported losing all the data. There was no report of adverse events or third-party intervention required due to the reported issues. Adc customer service callback was not facilitated due to contact information was not available to gain additional details regarding this event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.